Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient¿s buttocks hurt the day before the report after her adjustments and was a bit sore on the day of the report. The patient stated they had gotten soreness from stim previously also. The patient decreased their stim and said they think it helped but is unsure. No further complications were reported. Patient found blood in their pants and under the bandage. Patient felt the urge to void at one point but was unable to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.